Manufacturer narrative:
Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been corrected.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 66-year-old male patient with a history of coronary artery disease received impella 5.5 support for acute heart failure and cardiogenic shock secondary to ischemic cardiomyopathy. Prior to impella implantation, the patient was receiving extracorporeal membrane oxygenation support, one inotropic medication, and mechanical ventilation, indicating an advanced stage of illness. The following day, the patient developed an ischemic stroke identified on computed tomography imaging. Anticoagulation therapy was discontinued, and the patient was monitored for progression of the stroke and potential conversion to hemorrhagic stroke. The cause of the stroke may have been related to the underlying disease state, the combination of mechanical circulatory support devices, or the associated medical therapies. The patient continued to clinically deteriorate, and after approximately one week, life-sustaining care was withdrawn.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was not determined due to insufficient clinical details.